Event description:
It was reported that blade detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified and proximal left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During preparation, outside the patient, it was noted that one of the blades had completely split into two parts. The procedure was completed using another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual and tactile examination identified multiple kinks along the hypotube. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. The balloon had been inflated and was received for analysis unfolded. A detailed examination of blade 1 identified that approximately 5mm of the distal blade segment had detach from the balloon. The pad was fully intact. In blade 2, 2mm of the proximal segment of the blade had detached from the balloon. The pad was fully intact. No issues were identified with blade 3. The blade and pad were fully intact. The tip showed no signs of tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that blade detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified and proximal left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During preparation, outside the patient, it was noted that one of the blades had completely split into two parts. The procedure was completed using another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).